Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. One example was provided of an initial result of 104 mol/l. The repeat result was 61 mol/l twice. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found the tube on the rinse station was bent and corrected it. He cleaned all of the probes of the cell wash station, checked and adjusted the gear pump pressure, and adjusted the detergent water levels in the cells. The investigation determined that the service actions resolved the issue.